Event description:
This spontaneous report was received on (B)(6) 2011 from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any known medical history and concomitant medications included birth control pills, one tablet daily to regulate her menstrual cycle and multi vitamin one tablet daily. On (B)(6) 2012, the consumer started using ob super plus non-applicator 40s, one every three to four hours vaginally for menstruation (lot number 0961m2102, expiration date unspecified). On the same day, she noticed that the tampon leaves fibers in the body after they are removed. She also stated that the tampons looked as if they were broken. On the same day, the event resolved and after five days, she discontinued the product. The report was assessed as non-serious event and the company causality was assessed as possible. Sample received (on (B)(6) 2011) containing one o.b. Super plus 40's carton (lot 0961m2102) with 28 sealed o.b. Super plus tampons. The returned sample was visually inspected and 2 tampons had loose fibers (1 at the base and 1 at the tip) <5mm and >3mm. The retain sample was visually inspected and no nonconformance or manufacturing defects were observed. The device history record revealed no issues or nonconformance with the product or process related to this complaint. A review of the data associated with these complaint categories revealed no adverse trends and no trend involving this lot number. Complaint trends will continue to be monitored. Based on the investigation results, this complaint is confirmed. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.